Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(4). Batch: 20711666. Product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(4). Batch: 20749660. Product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(4). Batch: 5016868. Product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(4). Batch: 7017643. Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Serial: n/a. Batch: 21504229. Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Serial: n/a. Batch: 22456055. The returned ipg sc-1132 was evaluated against the reported event. Residual gas analysis verified no loss of electric current info the surrounding tissue because of faulty insulation. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The leads sc-2366-70 were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory. The clik anchors sc-4316 were not returned to bsn. A review of the manufacturing documentation for the clik anchors revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory. Correction to initial MDR in report source.

Event description:
A report was received that patient had an infection at the site of the ipg implant. Physician decided to perform an explant procedure to remove the ipg and leads and administer antibiotics. Attempts to obtain information on the patients status post operatively have been unsuccessful despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 20711666; product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 20749660; product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 5016868. Product family: scs-linear leads; upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 7017643; product family: scs-lead fixation, upn: (B)(4), model: sc-4316, serial: n/a, batch: 21504229; product family: scs-lead fixation, upn: (B)(4), model: sc-4316, serial: n/a, batch: 22456055.

Event description:
A report was received that patient had an infection at the site of the ipg implant. Physician decided to perform an explant procedure to remove the ipg and leads and administer antibiotics. Attempts to obtain information on the patients status post operatively have been unsuccessful despite good faith efforts.